Event description:
During attempted implant, the guidewire could not be inserted into the body of the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of inability to insert the guidewire was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The lead was evaluated with the stylet and found restriction/obstruction at the proximal region of the lead. Further analysis found the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood.